Manufacturer narrative:
Device was received with blank display due to broken power connector on electrical board 1. Device was received with broken off the end cap, broken belt clip rails and partially broken the reservoir retainer. Test reservoir/p-cap locks properly in reservoir compartment. R&d disposition: for ng2051084h, the retainer had damage due to misuse of the insulin pump. Device has signs of severe chemical corrosion or substance used around surface of case. The case material is severely discolored, including near the reservoir. The p-cap could not be secured in place due to the damage at the reservoir medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device was received with blank display due to broken power connector on electrical board 1. Device was received with broken off the end cap, broken belt clip rails and partially broken the reservoir retainer. Test reservoir/p-cap locks properly in reservoir compartment. R&d disposition (d00529896): for ng2051084h, the retainer had damage due to misuse of the insulin pump. The insulin pump has signs of severe chemical corrosion or substance used around surface of case. The case material is severely discolored, including near the reservoir. The p-cap could not be secured in place due to the damage at the reservoir medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with blank display due to broken power connector on pcb 1. Unit was received with broken off the end cap, broken belt clip rails and partially broken the reservoir retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump clip ridge was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Device was received with blank display due to broken power connector on electrical board 1. Device was received with broken off the end cap, broken belt clip rails and partially broken the reservoir retainer. Test reservoir or p-cap locks properly in reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.